Event description:
The patient was implanted with this pacemaker on (B)(6) 2014 for treatment for third degree avb. During follow up on (B)(6) 2019, it was noted the battery was in eri status.

Manufacturer narrative:
Upon receipt, the pacemaker interrogation revealed the battery status eri. However, the inspection of the memory content showed that the eri status was triggered on (B)(6)2019, approximately six weeks after the explantation due to cold environmental conditions. It was noted during data inspection that the device was reprogrammed on the day of the explantation ((B)(6) 2019). The device data of that data was not available for analysis. Therefore, the eri battery status was reset showing the battery status ok with a remaining time to eri of nine months. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated. The analysis did not reveal any sign of a material or manufacturing problem.